Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device was unable to power on. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The associated battery used at the time of the malfunction was not returned to zoll for evaluation. The device's digital board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type. Review of the device activity logs did not find evidence to support the reported event.